Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the screen of the liberty select cycler screen was blank at power-up. The ok and stop keys as well as the touchscreen were pressed, and the cycler was rebooted, however the issue persisted. The technical support representative advised the patient to discontinue use of the machine and a replacement cycler was issued. An alternate form of treatment was reported to be unavailable. During follow-up it was confirmed by the patient that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The replacement cycler was received and the old cycler was returned. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. The touch screen test was performed and failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found the transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The functioning inverter board was removed from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.